Event description:
It was reported that a novum iq syringe pump had flow issues. Syringe pump infusing caffeine citrate alarmed for infusion completion. When the rn removed the syringe to curos cap and start the flush noted that 0.3/0.37ml remained in the syringe indicating the pump failed to give the proper dosage. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.